Manufacturer narrative:
Inspected one opened and used enlite sensor and performed bicarbonate buffer test per specification. Sensor failed per specifications, due to high readings. No sensor break found during the analysis.

Event description:
It was reported that the customer had sensor calibration errors. The customer's blood glucose level was 200 mg/dl. Standard troubleshooting was performed. The customer stated the sensor's cannula looked bent and short. The customer was concerned that a piece of the cannula may have been left in her body. The customer was advised to contact her health care provider. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.